Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose upper latch switch bracket screws. The upper auxiliary assembly was replaced.

Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no patient injury.